Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was hospitalized for anemia and found to have markers for sepsis. Blood culture was positive for staphylococcus capitis and epidermidis. New blood cultures were pending. The patient was on ciprofloxacin for ongoing pseudomonas driveline infection. It was further reported that the patient reported to emergency room on (B)(6) 2022 and found to have hemoglobin of 4.8 g/dl; the patient then got blood transfusion 2 units on (B)(6) 2022, 1 unit on (B)(6) 2022, 1 unit on (B)(6) 2022, 1 unit on (B)(6) 2022 and 1 unit on (B)(6) 2022. Gastrointestinal (gi) endoscopy found single dieulafoy lesion with active bleeding in duodenal bulb. Coagulation for hemostasis with bipolar prode was successful. It was further reported that the issue resolved on (B)(6) 2022 without sequelae.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infections and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleeding, could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm3 lvas IFU lists bleeding, infection, and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation regimen as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, infection (local, driveline, and pump pocket), and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.